Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded suspected discrepant results on ph and pco2. There is no patient information available at the time of this report. Return product not available for investigation. Time: unk, ph: 7.314, pco2: 9.21 kpa. Time: unk, ph: 7.456, pco2: 5.11 kpa. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4).